Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: electrical/electronic component problem; open circuit; power source problem; signal loss. Electromagnetic compatibility problems like: leakage/seal; stress; deformation; mechanical shock; wear and tear. Optical problems like: optical transmission problem; light source problem. Thermal problems like overheating. These causes can occur between components such as electrical cable; circuit board; plug; screen; display; electrical lead/wire; connector/coupler; lenses; tip; tube; chassis/frame; electrode; integrated circuit chip; discrete electrical component; optical fiber; imager; software interface; probe; light source; adhesive; connector pin; and power supply without any design or manufacturing issue. That could lead to image abnormality issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a e315 error. The issue occurred during a colonoscopy. There were no reports of patient harm.